Event description:
It was reported that pump displayed malfunction code and fault ID, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset without malfunction recurring, and was advised to continue using pump and call back if issue returned.